Event description:
It was reported that during preparation for an unspecified procedure, the subject device presented no picture, only black. No additional information was provided or obtained.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device presented no picture, only black. There was no harm to patient reported. No additional information was provided or obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is not displayed. The most probable root cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.